Manufacturer narrative:
(B)(4) manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2016-03627. It was reported the patient ((B)(6)) was hospitalized for six nights due to an infection at the lead site. The patient was treated with intravenous antibiotics. Reportedly, the infection has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2016-03627, reference MFR. Report# 1627487-2016-03738. Based on additional follow up the scs anchor is added as device 3. The patient has 2 anchors with a same lot number.